Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data have been analysed. The follow-up data of (B)(6), 2015 were provided for an analysis which was after the reprogramming. These data documented a flawless device behaviour. Furthermore, the analysis of the ram dump showed no anomalies. Based on the data available for an analysis the root cause for the clinical observation was not determinable. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implantation period of about 30 months, it was reported that the patient presented himself in the emergency ward because he had not been feeling well. During the follow up, the automatically adapting pacing voltage from the pacemaker was 1.1 v. After manually reprogramming the pacemaker to 2.5 v patient felt ok. The pacemaker remains implanted. The date of implant was not available.